Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had excessive no delivery alarm. Customer's blood glucose was 180 mg/dl. The customer reported they are unable to troubleshoot at time of call because the patient removed the reservoir from the device and used the same set and another no delivery alarm occured. The customer was advised to call when the alarm occurs in order to troubleshoot.